Manufacturer narrative:
H10: the field service engineer (fse) discovered that the speaker the customer was referring to is a third party accessory that is used between the examination and control rooms that allows the doctor to communicate with the radiologist and nurse. The fse contacted the third party vendor and had the speaker replaced to resolve the issue. The fse confirmed there was no speaker malfunction or failure of the flex cardio device and that all audible sounds/alarms could be heard from the device at all times. The device passed all functional testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. The device was not in clinical use at the time the reported issue was discovered.